Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed a stuck button. The customer's blood glucose level was unknown. The customer did not press a button down for 3 minutes or longer. The customer was not able to clear the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was returned for analysis.

Manufacturer narrative:
The insulin pump buttons are functioning properly. No damage in the keypad assembly was noted and no stuck button alarm during testing. No unlocked keypad connector during visual inspection. The insulin pump passed the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and leak test. The insulin pump was received with scratched case and pillowing keypad overlay.